Manufacturer narrative:
The patient¿s age was reported as: ¿late (B)(6)¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Two days after onset, the patient¿s pd catheter was removed and the patient was temporarily switched to hemodialysis. Further treatment was not reported. On an unspecified date, the peritonitis was resolved and the patient was recovered from the event. On an unspecified future date, pd therapy was planned to be resumed. No additional information is available.